Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the needle hub was cracked during patient use. The insertion site was the subclavian vein. There was no patient harm or injury. A new device was used and cvc placed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design likely caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle hub was cracked during patient use. The insertion site was the subclavian vein. There was no patient harm or injury. A new device was used and cvc placed. The patient's condition was reported as fine.